Event description:
It was reported that the surgeon was advancing an 11.5 diopter implantable collamer lens in the injector with a foam tip plunger and the foam tip plunger overrode the lens and tore the lens in half. There was no patient contact.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation, however, the lens was received and a visual inspection shows the lens is torn in half and there is a small tear in one plate haptic. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Work order search, results: a lens serial work order search was performed for similar complaints within the search and no similar complaints were found.